Event description:
It is reported that the pt has been experiencing pain since the time of the implant. The pain is not constant but happens daily with normal activity. The pain is sharp and causes him to have to stop what he is doing. The pain usually occurs while walking and is relieved by medication or stopping the activity.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.